Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gastro surgical procedure - "the transparent inner protector in the valve fell of into the abdominal cavity. They saw the item by coincidence and removed it. They cannot tell why it happened and when during the procedure it happened. They are not sure with which port on the patient. After the surgery they suspected one of the working ports and not the standard scope port. It may be an instrument causing the incident. The hospital will follow up with an internal report. "

Manufacturer narrative:
This incident has been reported twice and should be cancelled. Due to customer's internal misunderstanding. Please reference MDR# 2027111-2014-00205 for final report.